Event description:
It was reported to medtronic neurosurgery that after the lumbar catheter was implanted into the patient, the neurosurgeon went to connect the catheter to the valve, but he found that it was broken. The catheter was then explanted and a new catheter was used to complete the surgery. It was also reported that the patient was overall okay.

Manufacturer narrative:
The lumbar catheter was returned in three pieces, measuring 44.0 cm., 18.9 cm., and 3.2 cm. The 18.9 cm. Piece had a small v-shaped tear in it. It is unknown how or when the damage occurred. The lumbar catheter pieces met all of the requirements for patency, tensile strength, and ultimate elongation tests. They did not meet the requirements for the leak test due to the tear on the 18.9 cm piece. The instructions for use that accompanies the device cautions that low tear strength is a characteristic of most silicone elastomer materials. Care must be taken with the handling and placement of the catheter tubing to avoid cuts, nicks, or tears. The IFU also cautions that to avoid transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter need to be withdrawn, the tuohy needle and catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. (B)(4).